Manufacturer narrative:
Device was discarded by the hospital and is not available for further testing. The complete manufacturing and material records for the crown prt aortic pericardial heart valve, cna23 (sn# (B)(4)), was pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that each manufacturing and inspection operations were followed and this valve satisfied all material, visual, and performance standards required for crown prt aortic pericardial heart valve at the time of manufacture and release. Valve sterility log for the subject valve was pulled and reviewed by microbiology department at livanova (B)(4) corp. And results confirmed that valve met all requirements for sterility release. Device not available for return.

Event description:
The manufacturer was notified on (B)(6) 2016 that crown prt cna23 was explanted due to infectious endocarditis. The crown prt, cna 23 was implanted on (B)(6) 2016 which was performed along with mitral valve replacement and ascending aortic replacement. The bacterium identified as staphylococcus epidermidis.